Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
During routine check alarm "run away" was reported. A getinge field service technician was onsite and investigated the unit in question on 2021-09-25. The problem was resolved by replacing the motor of the device . The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The affected part was not available for further investigation. However a defective motor with a "runaway" error was investigated in the getinge life cycle engineering in a previously complaint. The most probabale root cause for the reported failure could be determined as an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). Device was manufactured in 2012-02-01. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2012-02-01 to 2021-09-20. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Alarm "run away" was reported. Complaint ID # (B)(4).